Manufacturer narrative:
The event occurred in the us. It was reported that a patient was placed on cardiohelp at their satellite facility. During transportation to their main campus, the customer noticed a flow reduction from 3.5-4 lpm (liter per minute) at 2950 rpms (revolution per minute) (pven -66, pint 156, part 123, delta p 33) down to less than 2.5 lpm. Upon arrival at the main campus (flow 3.05 lpm, rpm 3415, pven -42, pint 283, part 84, delta p199). The decision was made to change the hls set. As the customer preparing to change the hls set, the delta rose above 200 and flows stayed below 2.5 lpm. Customer stated no harm to patient during this time and patient remained stable. Once on the new hls set, all values returned to normal. The customer removed the blood in the old hls set to inspect for clots and no visible clots were seen throughout circuit or oxygenator. Patient was given 5,000 units of heparin upon cannulation (l fem 25fr and right ij 21fr getinge cannulas). No harm to any person has been reported. Due to the exchange of the hls set during patient treatment a report is required. The affected product was investigated by the getinge laboratory on 2025-03-28 with following conclusion: during the inspection, no abnormalities regarding the flow on the product were detected. No deviations in the flow was noticed. The reported failure could not be reproduced therefore, no root cause could be determined. According to the instruction of use of the hls set "the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. This can lead to inadequate patient support or air embolisms in the patient." Based on the results the reported failure "reduction in flow" could not be confirmed. The production records of the affected product were reviewed on 2025-03-28. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that a patient was placed on cardiohelp (07:45 am) at their satellite facility. During transportation to their main campus, the customer noticed a flow reduction from 3.5-4 lpm (liter per minute) at 2950 rpms (revolution per minute) (pven -66, pint 156, part 123, delta p 33) down to less than 2.5 lpm. Upon arrival (10 am) at the main campus (flow 3.05 lpm, rpm 3415, pven -42, pint 283, part 84, delta p199) the decision was made to change the hls set. As the customer preparing to change the hls set, the delta rose above 200 and flows stayed below 2.5 lpm. Customer stated no harm to patient during this time and patient remained stable. Once on the new hls set, all values returned to normal. The customer removed the blood in the old hls set to inspect for clots and no visible clots were seen throughout circuit or oxygenator. Patient was given 5,000 units of heparin upon cannulation (l fem 25fr and right ij 21fr getinge cannulas). No harm to any person has been reported. Due to the reported exchanged during patient treatment a report is required. Complaint ID: (B)(4).